Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter was originally placed higher and it moved down due to the physician not using the anchor tool.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022 product ype catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6) , ubd: 16-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine (5 mg/ml at an unknown dose) and dilaudid (5 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that a catheter revision was done today. The rep stated the original catheter was cut int he spine. The rep did not know what the issue with the catheter was or when it started. Technical services (ts) was able to walk caller through on programming the new catheter volume. Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was 184 pounds. It was reported that the catheter was not damaged. The patient was not getting pain relief in their low back and the physician felt the catheter was placed too low at t12. The physician removed the distal portion of the catheter and placed a new piece at the top of t9. They then connected the new piece with the remaining old catheter. The issue had been resolved. The hospital threw out the portion of the catheter that had been removed.